Event description:
Bayer case number: (B)(4) painful periods [period pains] , gastric cramp-like pain [gastric spasm] , migraines [migraine] . Case narrative: this spontaneous case was reported by a pharmacist and describes the occurrence of dysmenorrhoea ("painful periods") in a 45-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015 she experienced dysmenorrhoea (seriousness criterion intervention required), abdominal pain upper ("gastric cramp-like pain") and migraine ("migraines"). Essure was removed on (B)(6) 2026. The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain upper, dysmenorrhoea and migraine to be related to essure administration. The reporter commented: the hospital pharmacist reported the case of a female patient who had painful periods with gastric cramp-like pain and migraines while taking essure (batch number unknown). She reported that the patient had experienced these adverse events since the essure implant was inserted in (B)(6) 2015. She indicated that withdrawal of the essure was done on (B)(6) 2026. She stated that she does not have any photos of the essure but that it is currently in formalin in the pathology department. She wanted to know if the laboratory wants to take it back or if she can tell the relevant department to dispose of it as soon as the analyses have been carried out. She consented to the quality assurance (qa) and pharmacovigilance (pv) departments getting back in touch with her. She wishes to be contacted again regarding the retrieval of the essure. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.